Event description:
The nurse reported the vitrectomy probes were getting stuck in the trocar cannula as the surgeon was entering and exiting the eye. No patient injury was reported.

Manufacturer narrative:
The nurse stated the sample was available for evaluation. A return air bill was sent to the facility for the sample return. Multiple attempts were made for the sample return status. The tracking number indicated the sample has not been shipped. No sample has been received for investigation. The root cause of the event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).